Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-9260-45, kolbel retractor, 8'' long, batch 45552321, was received for investigation. Upon visual inspection, the screw and lever were missing from one of the ring handles. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is normal wear and tear damage incurred during repeated and extended use in the field. Manufactured date 2023. The complaint allegation is confirmed.

Event description:
On 06/19/2025, a sales representative reported via (B)(4) that an ar-9260-45 8¿ ring handle kolbel retractor spring broke and no longer sticks. A case was involved, and no patient was harmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.